Event description:
It was reported that the pt experienced a change in stimulation coverage after getting hit by kayak. The pt was seen in the clinic. Impedance measurements were normal. The pt was sent for x-rays, the results were not reported. The pt had the system explanted and replaced with a system from a different manufacturer. It was also reported that the explanted device would not be returned to the manufacturer.